Event description:
It was reported that the implantable cardiac monitor (icm) displayed possible intermittent undersensing in some episodes. The icm remains in use. No patient complications have been reported as a result of this event.